Event description:
It was reported that the extended connector was fractured in the patient's body. Revision surgery was completed to remove the fractured device, and a replacement was used.

Manufacturer narrative:
Method: photo and x-ray review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via photos and x rays provided by the rep. The device was not able to be located by the distributor and is unavailable for evaluation, however photos were provided showing the device fractured at the center shaft on one side, and then a second picture showing the device fractured into 2 pieces. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified the original surgery occurred in 2015, meaning the device was implanted for about 3 years. Review of the x rays showed that the construct was fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. The existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which can eventually cause a fatigue breakage of connector. The connector was not returned to verify this, however this is the most likely root cause. Patient post op activity level could have also contributed to the event. CAPA was opened to house the investigation and resulting design change for this issue. New growth connector were introduced to reduce the occurrence of extended connector fracture. Conclusion: the potential root causes for the event includes fatigue breakage and patient post-op activity level.

Event description:
It was reported that the extended connector was fractured in the patient's body. Revision surgery was completed to remove the fractured device, and a replacement was used.